Manufacturer narrative:
Citation: kasra khatibi, omar choudhri, ian d. Connolly, ryan a. Mctaggart, huy m. Do. Asystole during onyx embolization of a pediatric arteriovenous malformation: a severe case of the trigeminocardiac reflex. World neurosurgery. 2016. The onyx model and lot number were not provided. The onyx will not be returned for analysis as it was implanted in the patient. Attempts were made to obtain additional information, however, no additional information was provided. The anatomical location of the onyx delivery included the sensory receptive field of the trigeminal nerve, in the facial or dural se gments. The authors concluded that tcr can be triggered by stimulation of the trigeminal sensory receptive field during onyx embolization of avms and dural arteriovenous fistula in adults and pediatric patients. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Mdrs associated to this literature review: 2029214-2017-00129, 2029214-2017-00130, 2029214-2017-00131, 2029214-2017-00132, 2029214-2 017-00133, 2029214-2017-00134, 2029214-2017-00135, 2029214-2017-00136, 2029214-2017-00137, 2029214-2017-00138, 2029214-2017-00139. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from literature review of a case study that a (B)(6) year old boy experienced severe trigemino-cardiac reflux (tcr) resulting in asystole from stimulation of sensory branches from the trigeminal nerve during an onyx embolization of an avm. The patient was resuscitated with chest compression and medication. The patient presented with a large unruptured left cerebellar avm (spetzler-martin grade 5) with arterial feeders from the external carotid artery and posterior cerebellar artery branches. The patient had difficulty maintaining balance, worsening fine motor skills, and left-sided scalp vein engorgement. The patient had been diagnosed 3 years previously, and was treated with staged nbca embolization and stereotactic radiosurgery on previous occasions. After admission, the patient was diagnosed with a recurrence of the cerebral avm. Due to the patient condition and neurological decline, the decision was made to attempt transarterial onyx embolization of the avm. The mma contribution was selected for the onyx embolization. The middle meningeal artery was catheterized, through which dmso was injected, followed by onyx, into the nidus and the feeders. A total of 4.5ml of onyx was injected, with satisfactory penetration into the avm nidus and feeding branches noted. Near completion of embolization, patient became acutely bradycardic and proceeded to asystole; he was resuscitated with chest compression, atropine, and vasopressors within 1 minute of initiation. There was a return of spontaneous circulation (rosc). Post resuscitation the patient was tachycardic and additional medication was administered. Eight minutes post-rosc, the patient again became hypotensive and progressed to pulseless electrical activity. CPR was restarted with additional 1mg of epinephrine and 40 u of vasopressin and 50meq of sodium bicarbonate. The patient returned to spontaneous circulation and received a phenylephrine drip. An emergent transthoracic echocardiogram (tte was performed, showing global left ventricular (lv) hypokinesis with ejection fraction depression to 28%. Coronary angiogram demonstrated patent coronary vasculature and a tte performed 50 minutes later showed improved lv function and ejection fraction of 38%. CT scan of the head showed no intracranial hemorrhage. Another tte was performed 1 day post-procedure and demonstrated normal lv function and improved ef of 60%. The patient was found to be neurologically at baseline and was discharged on post procedure day 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.